Event description:
It was reported that during a pph procedure, the device would not release from the tissue. It is unk how the device was released, but it was released without any pt consequence. There is no additional info available.

Manufacturer narrative:
Date sent: 10/30/2008. Info anticipated, but unavailable at this time.